Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Although it is unknown that the device contributed to the reported event, we are filing this MDR for notification purposes only.

Event description:
It was reported that patient underwent plif surgery for degenerative (low back pain) at l3-l5 on (B)(6) 2016. Intra-op, bleeding from vena cava was observed during operation at l4/5.floseal was used to stop bleeding. Although intraoperative imaging was used, when and how it happened is unknown. The surgical time was extended more than 60 min.no issue is reported on postoperative condition.